Event description:
Customer's wife reported customer had symptoms of weakness, dizziness, head spinning and loss of consciousness. Customer did not call the paramedics. Customer ate a peppermint to counteract the medical event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.